Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the customer reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), and downloaded the most current software revision, which resolved the reported issue. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.

Manufacturer narrative:
(B)(4). One breath delivery (bd) printed circuit board (pcb) was received for evaluation. Visual inspection was performed and no anomalies were observed. The functionality tests were conducted on a failure investigation test ventilator (fitv). The bd pcb was attached to the fitv for analysis. Tests and calibrations were performed without any errors or alerts recorded in the logs. The ventilator was set into ventilation mode for a minimum of 24 hours. On review of the diagnostic logs, no errors were generated and no alarms were observed while on test. Previous experience indicated that the reported failure on this type of ventilator could probably be caused by alliance manufactured dram components, which were populated on this bd pcb. The reported failure could not be replicated.

Event description:
It was reported that, during patient use, the ventilator generated a safety valve open alert. No harm to the patient or any change in therapy to the patient was reported. There is no report of death or serious injury associated with this event.